Event description:
It was reported that patient had revision of knee. The reason for the new insert was due to a potential infection. The surgeon did a wash out of the joint and replaced the insert.

Event description:
It was reported that patient had revision of knee. The reason for the new insert was due to a potential infection. The surgeon did a wash out of the joint and replaced the insert.

Manufacturer narrative:
Corrected data: manufacturing date. Weight updated. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed because the device was not returned for analysis. A DHR review indicated that all devices accepted into final stock met specification. There have been no other events for the referenced lot or sterile lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. A trend analysis was concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.